Event description:
Boston scientific received information that this right ventricular lead displayed increased pacing thresholds and variable pace impedance measurements. An x-ray was performed which revealed that the lead appeared to have pulled back from its original position. During a routine pulse generator changeout procedure, the lead was cut, capped and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.